Event description:
It was reported that the balloon would not hold volume. The anesthesiologist, dr. (B)(6) said he thought there was a hole in the tip. The procedure was a robotic mitral valve repair procedure.

Manufacturer narrative:
Evaluation results: (B)(6) 2010 - the device balloon was inflated with 2.0 cc or air and the air and the balloon would not hold volume. Colored water was then introduced into the balloon and it is noted that there is delamination of the distal balloon bond. Water was introduced through all of the device lumens and with exception of the balloon lumen the water flows from where it should. The device was visually inspected and there is a kink in the bellows however this does not affect the way the device functions. The distal end of the device was clamped off to determine if there was interlumen leakage. No interlumen leakage was found. There are no other defects detected with this device. There is a noticeable increase in the force required to insert a dry balloon through the introducer as compared to introducing a balloon that has been wetted prior to insertion. This potentially could contribute to delamination however the root cause could not be determined. A review of post-sterile test data demonstrates that it requires an inflation volume of 26 ml. Minimum to cause balloon joint to delaminate. A device history record review was completed for lot 763128 and this the device met all specifications upon distribution. No corrective action required at this time. Current investigation does not indicate a mfg defect or a trend at this time. However, trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.